Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement.

Manufacturer narrative:
Upon investigation, it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 1218950-2017-01010 was submitted.